Event description:
Medtronic received info that this annuloplasty ring, implanted 6 weeks, was explanted due to mitral regurgitation, secondary to dehiscence. It was reported that at discharge, echocardiographic findings showed the ring in stable position. However, 6 weeks after implantation, the pt returned with mitral insufficiency. Echocardiographic findings at that time revealed dehiscence of the posterior part of the ring.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specifications when released for distribution. Conclusion: cause for event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.